Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the type of foreign material that remained on the device could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, a definitive root cause could not be determined. The event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the air/water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.